Manufacturer narrative:
The field service engineer determined there was a fluidics failure of a nozzle due to plastic debris in the mixing vessel. The debris was removed, and the mixing vessel was cleaned. Ise checks were performed, and these were successful. The customer ran calibration and controls; results recovered within expectations.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k, ci for gen.2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory. The sample was repeated on a second cobas 8000 ise module and these repeat values were believed to be correct. The reporter also mentioned they received ise noise errors on the analyzer. The sample initially resulted with a k value of 5.9 mmol/l accompanied by a data flag. The repeat k value was 3.9 mmol/l. The sample initially resulted with a cl value of < 60 mmol/l accompanied by a data flag. The repeat cl value was 97 mmol/l.

Manufacturer narrative:
The last calibration performed on(B)(6) -2020 was ok and there were no alarms. The customer stated that controls were within range at the time of the event and after the service visit. Upon review of the alarm trace, multiple abnormal aspiration and noise errors were observed. The investigation determined the service actions resolved the issue.